Event description:
Report received from (B)(6) stating that the device had a bent neuro tip. It is unknown if the device was used in surgery. It is unknown if there were any patient or user injuries reported. It is unknown if medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).